Event description:
Subject suffered pulled muscle while jogging on treadmill at fitness center. An employee of the center offered them ice and came back with the ice pack and placed it on the injured hamstring. Employee told the subject to leave it there for about 20 minutes. The subject did what employee said because they thought employee was a trainer. When subject returned home their skin was "totally burned and red with a lot of pus and mucous coming out of it" so they sought medical attention.